Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the customer was hitting buttons, the insulin pump rewound, so the caller primed it and made sure that insulin came out of the tubing, but they did not change the insertion site. The customer's blood glucose was above 400 mg/dl, came down and shot back up to 580 mg/dl, which was treated with three units of manual injection. The infusion set was changed and it was noticed that the cannula was folded. The customer does not use the sensor feature. Troubleshooting was performed and the caller stated that they saw gaps in the tubing of the infusion set, not bubbles but gaps. The drive support cap was recessed. Assistance was provided, the device was rewound and insulin did exit the tubing. By the end of the phone call the customer' blood glucose was 473 mg/dl, and the customer's stomach was hurting. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.